Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as per hosp policy. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt dislocating. Surgeon revised with 0 degree trident, pt stable. This is everything provided by hosp and surgeon."